Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to sepsis and bacteremia. A pacing lead was temporarily implanted and attached to an external pulse generator until approximately eight days later when a newcardiac resynchronization therapy pacemaker (crt-p) was implanted with an right ventricular (rv) lead and left ventricular (lv) lead. No further patient complications have been reported as a result of this event.